Event description:
Alleged confide false negative hiv test result. After receiving an hiv negative confide test result on 5/2/97, the client called and informed a confide counselor at the test result center (trc) that he had previously received an hiv positive result on 4/10/97 from a clinic in la. The client was counseled to have a repeat hiv test with confide or at a local clinic. Dad qa launched investigation #qac97-0020 and confide testing lab launched investigation #aipr 970007.